Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms were received. Pump supplies were changed multiple times. Blood glucose (bg) was 488 mg/dl and a bolus was delivered. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Fluids and insulin were administered. Customer reverted to using insulin injections. As the pump supplies were changed, a cause of the occlusion could not be determined. At the time of the report, customer had not yet been discharged. Multiple attempts were made by tandem technical support to obtain additional information. Customer did not reply.

Event description:
Customer was discharged on (B)(6)2018.